Manufacturer narrative:
Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report has been assessed as a reportable malfunction (product problem) to capture the dull screw that became difficult to remove surgically. This report is for five (5) unknown screws that became dull during the procedure. Without a valid part and lot number, the UDI is not available. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) as specific part and lot numbers for the complainant screws were not provided. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an explant procedure on (B)(6) 2016 during which a locking compression plate and fourteen (14) screws were removed. During the extraction, the hexagonal heads of six (6) screws became dull and were difficult to remove. Two (2) of those dull screws were successfully explanted with the use of a screw extractor and drill bit. The other four (4) screws (along with the plate) were removed via carbide drill. However, the shafts of several screws were left in the patient's body. The procedure was completed with a two (2) hour delay. This report is for five (5) unknown screws that became dull during the procedure. This report is 2 of 3 for (B)(4).